Manufacturer narrative:
Reference medwatches with a1 pt for add'l system related to this pt.

Event description:
Caller is unsure which coaguchek system produced specific results.caller states the pt tested 4.0 inr on the coaguchek system and 19.-2.1 inr on a comparison lab. No action was taken based on the device results. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return.